Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer visited the customer¿s site with the getinge sale representative to evaluate the iabp for the possible cause of "no battery back up being detected". After investigation of the error logs and speaking to the end-user, it was apparent that the balloon pump was collected from ccu prior to use on the morning of the event and was found "not plugged in". The end-user then proceeded to go ahead and use the balloon pump on the patient in preparation to transfer to the (B)(6) hospital in (B)(6), approximately 30 minutes away. The getinge fse reported that at 10:53 am the balloon pump was attached to the patient and running on battery no 1 until 12:22 pm when it switched over to battery no 2. At approximately, 13:30 the ambulance had arrived and the transfer of the patient began, however by 13:48, the battery no 2 was also now depleted as the balloon pump had now been running on batteries for almost 3 hours. The hospital cart had to be taken in the ambulance to enable a mains supply to power on the balloon pump for the trip to the (B)(6) hospital. Once unplugged from the ambulance, "no battery back-up detected" was displayed as both batteries had been discharged fully prior to transfer by the user. The batteries were both charged over-night prior to reporting the issue to medical engineering and the (B)(6). After evaluation, the getinge fse concluded that there was no fault found with the balloon pump or the batteries. Additional education and training will be given to the user for future patient transfers. It is unknown if the iabp unit has been cleared for use and returned to the customer. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that no battery back-up was being detected on the cardiosave intra-aortic balloon pump (iabp) being used for patient transfer via ambulance to another hospital. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) has confirmed that the iabp has been checked and returned to clinical use. In addition, the customer has also confirmed that it was not a problem with the iabp, but with the management of the iabp on the day and staff training issues.

Event description:
It was reported that no battery back-up was being detected on the cardiosave intra-aortic balloon pump (iabp) being used for patient transfer via ambulance to another hospital. There was no patient harm and no adverse event was reported.